Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received uf/importer report (B)(4) with the following event description: harmonic tip broke off, but it was retrieved.

Manufacturer narrative:
On (B)(4) 2013, isi contacted the site and obtained additional information regarding the reported event. The nurse indicated that the harmonic ace insert tip fell inside the patient and it was retrieved. She indicated that no injury to the patient occurred and the planned surgical procedure was completed. The harmonic ace instrument and the harmonic ace insert were disposed of by the hospital; they will not be returned for investigation.